Event description:
It was reported the patient complained the location of her scs ipg was bothering her and the ipg was "slipping" around in the pocket. Follow-up identified surgical intervention was taken and the patient's scs ipg was explanted and replaced with a new one. In addition, the new ipg was implanted in a new location. Additional follow-up identified the reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.